Event description:
Procedure type: anterior resection. According to the reporter. After a lap mobilization during a lap anterior resection, the surgeon applied the ta stapler through a pfannenstiel, low down in the rectum, positioned it, closed and fired. No staples were delivered but the incident resulted in a full laparotomy and an unanticipated extension of the incision by approximately five inches. The surgeon sutured the anastomosis to correct the condition. There was no bleeding reported in excess of 500cc. No reinforcement material was used. The case was extended by more than 30 minutes per original ftr.

Manufacturer narrative:
(B)(4).